Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient stated that when she took off the pod, she noticed a lot of insulin leaking on the adhesive, and could see that the cannula was not properly inserted anymore. Treatment included a manual injection and applying a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Inspection of the soft cannula did find a kink in the exposed portion. A leak test was performed, however no leak was observed in any of the components within the full fluid path that would result in the device failing to deliver insulin. Based on these findings, it could not be conclusively determined if the cannula was dislodged from the infusion site. Investigation did not find any leaks in the fluid path that would cause an interruption of insulin delivery. All seals proved able to prevent any leak of fluid out of or into the fluid path. Cause of corrosion found on the pcb and batteries (most notably the top battery) could not be determined. A crack in the top housing was noted where the top battery was located, but could not be conclusively determined as a cause that would allow fluid ingress.